Manufacturer narrative:
The water to the system 1e processor was shut off until a steris service technician could make it onsite. A steris service technician arrived onsite following the reported event to inspect the system 1e processor. While onsite, the technician found the root cause of the problem to be attributed to a cracked o-ring on the hose assembly to the uv light. The technician replaced the o-ring, ran a test cycle, and found the unit to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported a water leak from their system 1e processor. No injury or procedure delay or cancellation was reported.